Event description:
It was reported that there were lines (through the image) and artifacts on the left monitor of the 8800 system. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the power control cable. The system was tested and found to be working as intended, and placed back into svc.